Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Device requested, not yet received.

Event description:
During an initial hip arthroplasty, the femoral stem was found to have damage when removed from the sterile packaging. There was plastic caught on the porous coating of the stem. Another stem was used to complete the procedure. There was a five minute delay as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.